Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. It was reported that the customer experienced an elevated blood glucose (bg) level. The customer's blood glucose level was 550 mg/dl. A manual insulin injection was administered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.